Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not be detached with the instant detacher on the first attempt and it was removed from the patient. The manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use) was not used. The procedure was completed with a different coil. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil attached. An attempt was made to detach the coil via the manual method and the implant coil was successfully detached. The evaluation could not determine the cause of the event. (B)(4).